Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism did not find any anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood/tissue.

Manufacturer narrative:
Correction: b3 - date of event - should have been "aug 8, 2025" instead of "aug 1, 2025".

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead kept persistently extending on its own despite having been retracted manually several times. The lead was not used and a new lead was implanted. The patient was stable throughout the procedure.